Event description:
It was reported that the hand activation feature did not work on device at start of procedure. A second device was used with same result. The case was completed using a third device with no patient consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.